Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device, stated the subcutaneous implantable cardioverter defibrillator (s-ICD) had been beeping for several months. An in-office interrogation confirmed a battery depletion (bd) error; however due to the long duration of beeping, information to assess the validity of the bd error was overwritten. Currently the battery appears stable and is exhibiting normal measurements. Technical services states the error could have been due to a long telemetry session and if so, would not impact the longevity of the device. To date the device remains implanted and in service with no adverse patient effects reported.